Event description:
The patient contacted animas on (B)(6) 2012, stating for two months the ok and backlight keypad buttons had delayed response and would stick at times. The keypad was reportedly intact and the pump was not exposed to water. The patient reportedly wore the pump exterior to garment clipped to the waist and did not clean it. There is no adverse event associated with this complaint. This report is being made based on the allegation of a keypad issue.

Manufacturer narrative:
There is no adverse event associated with this complaint. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. The pump has been returned to animas but evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Manufacturer narrative:
Follow-up #1 (B)(4) 2012-device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: no damage was observed to the keypad. All of the keypad buttons were tested and found to be responding appropriately. The keypad was removed and no button contact defects were found.